Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Related manufacturer report number: 1627487-2019-07620. Additional information received indicates that the system was explanted and replaced on (B)(6) 2019. Effective therapy was established post-operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2019-07620. It was reported the ipg was unable to communicate with the external devices. The patient has not recharged or used the ipg in several years. In turn ipg was inoperable. As a result, surgical intervention may be pending to address the issue.